Event description:
It was reported that a malfunction alarm occurred. . There was no adverse impact to the customer¿s blood glucose level. Customer declined all follow up from tandem technical support to ensure that a back up form of insulin therapy was obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.